Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope communication error (b30) was due to a poor contact of the scope connector every time the scope is connected. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided by the customer confirmed the intended procedure was completed with another similar device.

Manufacturer narrative:
The device was not returned to olympus. The device was inspected and evaluated by the field service engineer (fse), and the customer's allegation was confirmed. The b30 error was due a to poor contact of scope connector. In addition, the device evaluation found a pump unit failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source errored b30. The b30 error reappears with every connected scope. All connections were cleaned by the customer without success; error reappears with every scope. The issue was found during preparation for use during an unspecified diagnostic procedure. There were no reports of patient harm.